Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-oct-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 10-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell "in the summer" and had lost coverage. A manufacturer's representative (rep) reported that a x-ray confirmed lead migration. The lead migrated 2 vertebral bodies. The rep reported that one lead was explanted and replaced and the other existing lead was pushed up to the top of t8. Intra-operative testing showed coverage in the patient's desired areas. The issue was resolved.